Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a bha, a v40 head could not slide smoothly in the centrax (41 mm). Another centrax (42 mm) was used instead without any reported problems.

Manufacturer narrative:
An event regarding size/fit issue involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report as well as are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that, during a bha, a v40 head could not slide smoothly in the centrax (41 mm). Another centrax (42 mm) was used instead without any reported problems.